Event description:
It was reported to boston scientific that a capio slim device was used during an anterior repair with paravaginal suspension procedure performed on (B)(6) 2024, for the treatment of pelvic organ prolapse. During the procedure, the dart detached from the patient and could not be located. This caused the procedure to take longer. An x-ray was used to find the missing dart.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported to boston scientific that a capio slim device was used during an anterior repair with paravaginal suspension procedure performed on (B)(6) 2024, for the treatment of pelvic organ prolapse. During the procedure, the dart detached from the patient and could not be located. This caused the procedure to take longer. An x-ray was used in trying to find the missing dart. Additional information received on january 29, 2024: the dart detached after being deployed from the capio device. It was noted that the break was right at the dart. The physician tried to extensively remove the dart from the patient. An x-ray was used to determine the location of the dart which was unretrievable for the physician. The procedure was completed with the same device. There were no patient complications as a result of the event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a0501 captures the reportable event of dart detachment.